Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the customer has noticed significant issues with several patients with varying degrees of severity in reaction relating to a device not degrading properly and causing foreign body reactions. The degradation was not improper it was just misused. Long term suture was used for approximation of tissues where short term was needed. Suture spitting is the significant issue seen with the device and the result was mild inflammation and localized tissue infection. Reoperation was not necessary. Improper use of the suture was the cause of the problem. No device fragments fell into the patients body.